Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Poster design & printing by genigraphics - (B)(4).

Event description:
It was reported via journal article title: "pass palatal advancement and suspension suture technique: a novel, minimally invasive uvulopalatopharyngoplasty technique for sleep apnea". Authors: patrick c. Melder, md, ent. The aim of this prospective, non-randomized clinical trial was to develop a minimally invasive surgical technique, pass (palatal advancement and suspension suture technique), to treat the palatal component of the obstructive sleep apnea syndrome (osas) and to perform a pilot trial to determine its feasibility. There were 28 patients who were studied. The pass technique was used to treat the palatal component of obstruction in multilevel surgery for osa (mild-severe). The distance from the free edge of the palate to the posterior pharyngeal wall was measured at the level of the arches (bilateral) of the palate prior to pass. Three permanent (ethibond®*), submucosal, periosteal based sutures were then placed: bilaterally from each hamulus to the ipsilateral palatopharyngeus muscle within the posterior tonsillar pillar and one to two submucosal sutures where then passed from the hamulus to midline or from the junction of the hard and soft palate in the midline. Gentle retraction resulted in advancement of the palate. An elongated uvula was truncated but all patients had intact uvular tissue at the completion of the surgery. There were 10% of the patients who experienced infection of the wound site which resolved after antibiotics. In conclusion, the results of this pilot study demonstrated that the pass technique was a functionally and anatomically based nondestructive treatment for palatal obstruction to treat apnea. The limitations of the following study are the limited numbers of patients; the lack of a control arm with the gold standard uppp; and the lack of isolating the pass as a single treatment for palatal only osa. The complications were minor and were primarily suture extrusion and infection of the suture material.